Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a consumer in regards to a patient who was being treated with baclofen, fentanyl, and dilaudid (hydromorphone) intrathecal therapy via an implanted pump. The concentration and dose was unknown. The pump's indication for use (IFU) was listed as failed back surgery syndrome and spinal pain. The patient's medical history and concomitant medications were unknown. The event date was (B)(6) 2015. The patient did not have any relief from the pump therapy and was in pain all the time. The physician had not found the right dosage. The patient asked the physician to add dilaudid because the fentanyl was not working. In (B)(6) 2015, baclofen was put in the pump. Since then the patient had been sleeping all the time and had gradually gotten worse since (B)(6) 2015. The patient's skin was very sensitive at refills and the doctor continued to add the medications. The patient did not hear alarms. It was believed that the catheter was disconnected. A dye study done was planned for (B)(6) 2015 to check the catheter as it was believed the drug was going into the patient's body. Follow up for medication dosage/concentration, medical history, the cause of the patient's pain, diagnostics and interventions, and if the pain was resolved has been requested. If additional information is received, a follow up report will be sent.